Manufacturer narrative:
In response to FDA report number: mw5093954. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information is not available as reporter contact information was not provided. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported via regulatory agency "pt discovered to have bia-alcl related to textured breast implants placed by outside surgeon about 20 years prior." This record represents the left side. The device remains implanted.